Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a fracture occurred. A 145 guidezilla guide extension catheter was selected for use. During unpacking of the device, it was noted to be fractured and was not used for the patient. The procedure was completed with another of the same device. No complications reported. The patient was stable.

Event description:
It was reported that a fracture occurred. A 145 guidezilla guide extension catheter was selected for use. During unpacking of the device, it was noted to be fractured and was not used for the patient. The procedure was completed with another of the same device. No complications reported. The patient was stable.